Event description:
Procedure type: gastric bypass. According to the rptr: during the case the needle would not toggle during the case. Doctor also was not able to remove the cartridge from the handle. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).